Manufacturer narrative:
Customer did not provide serial number. An evaluation of the device was not performed. Philips made multiple attempts (6 in writing and 2 via telephone) to obtain additional information about this reported patient response. The customer acknowledged receipt of the communications and committed to providing information, but has not provided any additional information. The investigator is closing this complaint under good faith effort made, but the complaint can be reopened upon receipt of additional information. According to the customer feedback, the current device status is marked as "no action taken & in use", meaning that the customer continues to use the device without any additional action taken. The module remains at the customer site.

Event description:
It was reported that a (B)(6) male patient with advanced edema and sensitive skin experienced a reaction to the ECG electrode. The customer reported that the patient's edema (a condition characterized by an excess of watery fluid collecting in the cavities or tissues of the body) was already very advanced that the patient had its eyes closed and the rest of its body and skin was very sensitive to touch. The customer reported that the ECG pad was placed very careful for the MRI and, when the ECG pad was removed, it actually slid off without any pull. The customer stated that the team noticed a reaction of the patient's skin at the site where the ECG pad contacts had been. The customer reported that they spoke with their radiologist and team doctors, and they think this may have been a reaction to ECG pads since the patient's edema was so advanced. However, the customer claimed that they were waiting on a report from the plastic surgery team after they access the area. We are conservatively considering this a serious injury report since no additional information has been received from the customer regarding treatment of the patient¿s response. The device was reportedly being used for patient monitoring when the patient incident occurred.